Event description:
Taxus express2 clinical study. Same case as 2134265-2008-01950. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was 2.38 mm in diameter, 61% stenosed, 40.8 mm long portion of the proximal left anterior descending (prox lad) artery. There was no calcification or tortuosity. The physician treated the lesion with direct stent placement of two taxus express2 (3.5 x 28 mm and 2.75 x 24) study stents. A dissection occurred. This was treated with an unk balloon catheter. The lesion was not post dilated. The physician confirmed that post treatment stenosis was 0%. The stent placement was well apposed with no gap. The pt was discharged the next day in stable condition. Follow-up eval was performed. There were no symptoms. In the opinion of the physician, the relationship of the dissection to the taxus stent is possibly related.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was used per the taxus express2 directions for use (dfu). The condition of the target lesion was 61% stenosed. This could have been a potential contributing factor to the complaint incident. A review of the mfg documentation could not be performed as the batch number is unk. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.